Manufacturer narrative:
E1 full name (initial reporter establishment name - (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported horizontal stripes displayed on the image during service or maintenance of an olympus gastrointestinal videoscope. There was no patient involvement.